Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information a latitude red alert was generated from this system due to shock impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The physician elected not to perform non-invasive programmed stimulation (nips) due to there only being one out of range impedance. The patient will continue to be monitored. No other adverse events have been reported. This product issue will be updated if additional details are received.

Manufacturer narrative:
--